Event description:
It was reported that post implant the patient was vomiting and had pacing pauses. It was noted that the patient was rushed for an implantable pulse generator (ipg) implant due to being pacing dependent. During the implant the patient became dependent and no temporary wire was available. The physician placed the ventricular lead only and attached lead to device without testing the lead. The patient was monitored overnight and it was reported that the ventricular lead had intermittent capture. The lead was revised one day post implant and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.